Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel infusion set and a fiasp prefilled cartridge, and required guided troubleshooting to complete a supply change and resume insulin delivery. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education, with insulin delivery resumed and no alerts or alarms reported. Investigation included technical support review and user-guided troubleshooting of infusion set and cartridge replacement. Investigation of this case revealed no device alarms or malfunctions and suggested a possible infusion delivery issue prior to the supply change, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.